Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to reposition the receiver/stimulator of the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 17, 2022.